Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to low blood glucose of 32 mg/dl. The blood glucose at the time of the incident was 195 mg/dl and current blood glucose was 172 mg/dl. The low blood glucose was treated with manual injection and insulin with pump and with intravenous insulin. Customer stated that, had an insulin pump site that was defective due to needle coming out and needs a replacement. The device is not expected to be returned for analysis.

Manufacturer narrative:
Additional information was received which was not included with the initial report. The additional information has been provided .

Event description:
It was reported via phone call that the customer was not using auto mode during their serious injury.